Event description:
Reportedly, on the third firing of the instrument, the surgeon was stapling across the hepatic artery and believed the staples did not form properly resulting in bleeding. Therefore, the surgeon had to hand sew to stop the bleeding and a transfusion of 16 units of blood was required to complete the case. Procedure: liver resection.